Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported output anomaly and back-up vvi reset were confirmed in the laboratory. Review of the device image showed that an over current detection was observed during the first therapy delivery. Sosd was confirmed as it was detected five times after the over current detection, resulting in subsequent aborted high voltage charges. During bench testing, analysis identified that the high voltage output circuitry was damaged and transistor was shorted. No other anomaly was found throughout testing. It is believed that the cause was due to lead anomaly.

Event description:
It was reported from the field that during induction testing, the device delivered therapy but failed to terminate clinical ventricular fibrillation. Damage to the high voltage circuitry was suspected. All other subsequent charges were aborted due to shorted output stage detection. External defibrillation was used to convert pt, and the device went into backup vvi reset mode due to power on rest.